Event description:
A dist returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted q1 transistor in ECG "d". The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective electrode belt.